Event description:
It was reported that the subject device water flowing out end of multiple scopes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the issue was identified during preparation of use and also during multiple diagnostic and therapeutic colonoscopies (tcs) and esophagogastroduodenoscopies (egds) procedure. There was a minimal delay due to water obstructing physicians view at times.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.